Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator (B)(6) 2013; 5086 implantable pacing lead (B)(6) 2013.

Event description:
It was reported that post pocket closure, the right ventricular lead impedance was noted to be low. The pocket was reopened and thelead with disconnected from the device. The lead tested fine through the analyzer and was fine once it was connected to the device again. The lead and device remain in use. No patient complications have been reported as a result of this event.